Event description:
It was reported that there was an event of right atrial (ra) lead dislodgment, confirmed via x-ray imaging. The right atrial (ra) lead was explanted and replaced successfully. The patient was noted as stable.